Event description:
The patient's mother reported that on (B)(6) 2010, the patient's blood glucose decreased abruptly to 11 mg/dl. The mother noticed the patient had difficulty waking up and tested her blood glucose and found it to be low. The patient did not loose consciousness but was tired and weak. The mother stopped the infusion device and gave the patient sugar. The mother viewed the bolus history and did not report any discrepancies. The patient's blood glucose remained lower than normal for the following 2 days. The day prior to the report the infusion device shut down without error/alert. The battery was replaced and the issue recurred. The patient switched to her backup infusion device. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.